Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy pen body was reported to have stripes in the display and figures are only showing half. This humapen memoir burgundy pen body was associated with product complaint (B)(4), lot 0907c01. The returned device was found to have missing dose segments in the dose and time. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for three to six months. The device was returned on (B)(4) 2010. The humapen memoir burgundy pen body was not continued. Update 29-oct-2010: additional information received on 26-oct-2010 from the global product complaint database added the device specific safety summary; updated the EU/ca fields and the narrative.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported hat during an unknown procedure, the tip has broken while hand piece was in the stomach. The broken piece was retrieved. The surgeon finished the procedure with another device there were no adverse consequences for the patient.